Manufacturer narrative:
Visual inspection was performed. The pin fractured at the threads as reported. Material analysis was performed on a similar complaint: "the fixation pin was found to have fractured via torsional ductile overload. The elemental constituents were consistent with what is specified on the print. No material or manufacturing defects were found." Device and complaint history was reviewed and no relevant manufacturing issues or similar complaints were identified. The most likely cause of the reported event, based on the material analysis review, is application of torsional ductile overload by the user during pin removal.

Event description:
It was reported that the tip of an aviator temporary fixation pin tip fractured intra-operatively. There were no adverse consequences to the patient and the procedure was completed successfully with a less than 5 minute surgical delay.

Event description:
It was reported that the tip of an aviator temporary fixation pin tip fractured intra-operatively. There were no adverse consequences to the patient and the procedure was completed successfully with a less than 5 minute surgical delay.